Manufacturer narrative:
Sensor housing.

Event description:
It was reported by service report that the base frame came out of the sensor housing causing the cot to become unstable. No patient involvement or adverse consequences were reported.